Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that testing showed 5 channels with short circuits or hi-status, accompanied by extremely disturbing noises. As hearing test results deteriorated, the pt was reimplanted on (B)(6), 2010.